Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On (B)(6) 2026, it was reported that the patient had her grandchildren at home. She went to the kitchen and suddenly felt dizzy. The next thing she remembered was waking up on the floor. Her last cgm reading before the event was 127 mg/dl and at some point the sensor failed. The patient passed out for about 5 minutes, she checked her blood glucose again using bg, and it was still 127 mg/dl. She has no known medical conditions that could have caused this event. No medication or treatment was given. She did not seek medical help and did not visit a doctor afterward. Two days later, she went to her doctor because of the event. An x-ray and blood tests were done. The blood test results were normal. She was given hydrocortisone and acetaminophen 525 mg each for back pain caused by the fall. The patient was doing fine since the event. The patient alleged that she didn't hear the "sensor failure" message although it was displayed in the receiver. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.